Manufacturer narrative:
Product investigation summary: a functional test has shown that the returned article is working without any problems and is fully functional. Unfortunately, as no detailed clinical information is available, the cause which led to the encountered situation could not be determined. It is likely that there was a technical complication during surgery. Potential causes would include: nail size compared to channel size, necessity of hammering, and an inadequately tightened mounting bolt on the handle. No indication for product related issue was found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: april 3, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that an aiming arm (insertion handle) did not hit the distal hole of a proximal femoral nail antirotation (pfna) nail during surgery. There was no patient harm or surgical delay reported. This report is 1 of 1 for (B)(4).